Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy or a dislodging of the cannula. The pod was deactivated directly after first priming was completed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The spouse reported that the patient's blood glucose reached 424mg/dl while wearing the pod on her arm for between 24 and 36 hours. He stated that the cannula dislodged from the skin and that the pink slide did not move forward, indicating the pod did not deploy properly. Treatment included replacing the pod, taking a bolus correction of 10 units, and drinking an electrolyte drink.